Manufacturer narrative:
The device was not available for evaluation. It was reported that a creo mis locking cap was found migrated from the screw head post-operatively and a revision surgery was required. The surgery was a fusion of l2-l3. In 6 week post-op imaging, 1 (one) locking cap at l3 was seen migrated from the screw head and the rod had slipped. The patient didn't report any pain or any type of trauma that may have led to back out. The locking caps and rod were replaced in a revision. It was stated that in the original surgery the black 8 nm torque handle was used to final tighten the caps as typical. Because the exact manner and extent of migration is unknown and the surgical conditions cannot be replicated. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo mis locking caps that were found loose post operatively.